Event description:
It was reported that the bronchovideoscope's entire screen became black and showed no image. The blackout could not be restored, and the image would become black again when flexing the distal tip. There was no report of patient harm during the diagnostic procedure.

Manufacturer narrative:
The device was not returned to olympus, but it is expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus and evaluated, and the image loss was confirmed. Additionally, non-reportable dents/scratches/wear were noted. Based on the results of the investigation, the root cause of the image loss was due to physical stress was applied to insertion section which led to damage of image sensor unit and image sensor unit cable. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.